Event description:
It was reported the patient developed an infection and endocarditis. The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.